Event description:
IV tubing leaking from middle port of tpn line. Changed tubing for tpn/lipids/morphine/med lines infusing through pcvc. D/c tpn and hung clears. Manufacturer response for IV tubing, clearlink (per site reporter) they are supplying us with tubing made after 4 manufacturing interventions to prevent these issues.